Event description:
The technician alleged the head section would not lower all the way down on the stretcher. No patient impact.

Manufacturer narrative:
The tech replaced the gas spring to resolve the issue.